Event description:
A customer reported experiencing air bubbles and gaps in the patient line between the pump and the t:lock, which were observed during the pumping process. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin therapy.